Event description:
It was reported from (B)(6) by the patient that they experienced switching between the two power ports. The controller was exchanged with no reported clinical impact or consequence to the patient. All additional batteries were also exchanged from facility stock. No additional information was provided. This is report 1 of 3.

Manufacturer narrative:
The following devices were returned to the manufacturer on (B)(4) 2015: (B)(4). (B)(4) was received on (B)(4) 2015. One controller and six batteries returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (power switching) was confirmed via review of the controller log files, which revealed that several non-consecutive premature switches occurred on the days surrounding the event date as well as the occurrence of critical battery alarms. The most likely root cause of the premature switching could be related with the patient's use pattern or due to communication error between controller and battery. The devices were related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01005, 3007042319-2015-01006 and 3007042319-2015-01007) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01006 and 3007042319-2015-01007) submitted for devices related to the same event. Device has not been returned.